Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2008, that a corflo cubby dual port standard balloon was used during a feeding procedure performed nine days prior. According to the complainant, weak after the procedure, it became impossible to put the cap on. The device was replaced due to a leak. The procedure was completed with this corflo cubby dual port standard balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."